Manufacturer narrative:
Without return of a physical device, the reported device failure could not be investigated or confirmed. Additionally, based on the information provided and without return of a physical device, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A (B)(6) female patient who is on kidney dialysis underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was at the right groin. No other details were provided regarding this procedure. The patient was originally admitted to the hospital on (B)(6) 2011 for polycystic kidney disease. On (B)(6) 2011, the patient underwent an intervention left heart catheterization procedure. It was reported that the access site was at the left common femoral artery and obtained via a 6f procedural sheath. Pre-procedural femoral angiogram showed the stick location to be "good" however the vessel size was only 4.5mm and was heavily diseased and calcified. An anticoagulant medication, bivalirudin was on board. Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. There was no information regarding the steps followed in the deployment of the mynx. Reportedly, the device was deployed and when the physician pulled the device back to the arteriotomy, a balloon loss of pressure occurred. The patient was converted to 20 minutes of manual compression and successful hemostasis was achieved. Per the registered nurse (rn) present during the procedure, the patient immediately became symptomatic complaining of pain in her belly. A CT scan was performed 30 min post procedure which revealed a retroperitoneal bleed (rpb). The patient was reportedly transfused with two units of blood. The patient was discharged to home on (B)(6) 2011 without further clinical sequela.